Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (dissection, occlusion). Evaluation conclusions: inherent risk of procedure ¿ ( dissection, occlusion). (B)(4).

Event description:
Investigator assessed the previously reported event of distal edge dissection and plaque shift to be not related to the study device.

Event description:
During the index procedure, the patient had one resolute integrity drug eluting stent implanted in the rca. Approx 12 months post index procedure the patient suffered unstable angina and had one resolute integrity drug eluting stent implanted in the 1st om. It is reported that a distal edge dissection and plaque shift occurred. An unknown brand stent was implanted overlapping the resolute integrity stent. The event was resolved.